Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received an appropriate treatment during vt. At 10:23:13, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 240 bpm. The patient's post-shock rhythm was vf with varying amplitudes and motion artifact. The electrode belt was disconnected at 10:23:35. Per continuous ECG recording, the patient was in vf with varying amplitudes and motion artifact at the time the electrode belt was disconnected at 10:23:35 (B)(6) 2021. The electrode belt was disconnected 22 seconds after the treatment was delivered which prevented the lifevest from delivering an additional treatment.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received an appropriate treatment during (B)(4). At 10:23:13, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 240 bpm. The patient's post-shock rhythm was vf with varying amplitudes and motion artifact. The electrode belt was disconnected at 10:23:35. Per continuous ECG recording, the patient was in vf with varying amplitudes and motion artifact at the time the electrode belt was disconnected at 10:23:35 (B)(6) 2021. The electrode belt was disconnected 22 seconds after the treatment was delivered which prevented the lifevest from delivering an additional treatment.